Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that upon interrogating this device a red warning screen presented indicating the integrity of the device needed to be checked. As a result, this device was not implanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis was unable to duplicate the telemetry issue noted at the implant procedure. However, the information from the field along with the info from the memory log indicated there was some issue during the implant procedure. As a result, the clinical observations were confirmed.

Event description:
--